Manufacturer narrative:
Date of event - estimated. Implant date - estimated. The clip remains in the patient and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on an unspecified date, approximately 2 years ago, to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to grade 2. The procedure was successful, and the patient had a good outcome. In (B)(6) 2020, echocardiogram was performed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 4. The patient remains asymptomatic and is pending another evaluation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and the complaint history could not be performed because the lot number was not provided. The reported patient effect of worsening mitral regurgitation (mr) as listed in the instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) was likely caused by challenging patient anatomy. The mr appears to be an outcome of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.